Event description:
Procedure type: vats. According to the reporter: surgeon placed the reload around the pulmonary artery and fired the stapler. He stated that the distal end of the stapler did not form staples and the other part of the staple line came apart. Surgeon had to convert to an open surgery to stop the bleeding and placed large clips on the vessel. There was unanticipated extension of the incision more than one inch and a delay over 30 minutes. There was unanticipated blood loss of more than 500cc but a blood transfusion was not required. There was no unanticipated tissue loss as a result of the problem, however, there was tissue damage. The surgeon said the vessel looked damaged just proximal to the staple line and a few of the staples were malformed. The patient was in the hospital for at least 1 additional day, if not more, as converting the vats to an open procedure. The patient is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).